Event description:
It was reported that the wake button was sticking and delayed in responding to touch. Additionally, the touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.